Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted 2007-(B)(6), 5076-58 lead implanted 2007-(B)(6), (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance has been increasing for a couple weeks and is above the alert threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The rv lead was later explanted and replaced. No patient complications have been reported as a result of this event.